Manufacturer narrative:
Per user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. The customer reportedly overfilled the cartridge. Tandem technical support educated that the cartridge should not be filled more than 300 units. Customer's blood glucose level was 121 mg/dl. Reportedly, the customer performed a cartridge change resolving the issue.